Manufacturer narrative:
Additional info: a non-medtronic pre-dilation balloon would not inflate in the lesion. The back of a 300cm non-medtronic guide wire was cut to length 180cm prior to loading the resolute onyx on the guidewire. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure, an attempt was made to use a resolute onyx rx coronary drug eluting stent to treat a severely tortuous and calcified lesion exhibiting 99% stenosis located in the mid circumflex (cx) artery. The device was inspected with no issues noted. Negative prep was performed without issue. The lesion was pre-dilated and rotoblated. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device. It was reported that there were inflation difficulties during stent deployment. It was indicated that there was a leak in the balloon prior to attempting to inflate the device and the stent delivery system balloon was noted to have a hole in it. It was indicated that the hole may have been caused from either sharp plaque or occurred when loading it. It was reported that small pressure was noted from the start of inflation therefore the inflator was pushed as fast as possible allowing enough pressure to get the stent off the balloon. The patient was reported to be alive with no injury.